Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for a week due to peritonitis. During follow-up, the patient reported they are recovering from the peritonitis and they continue to improve daily. The patient¿s abdominal pain has resolved, and they continue to perform ccpd utilizing the same liberty select cycler as before the events with no concerns. The cause of the peritonitis remains unknown, and they are currently still receiving antibiotics (drug, dose, duration not provided) through their mid-line (intravenous) daily. Subsequent attempts to obtain clinical information from the pd registered nurse (e.g., culture/cell count results, causality, medications) have thus far proven unsuccessful.